Event description:
It was reported that this patient experienced pounding sensations over the course of several days which escalated to syncopal episodes and subsequently presented to the emergency room. Upon interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. It was hypothesized that the device entering safety mode and the switch to unipolar sensing had resulted over-sensing and pacing inhibition. This device was then explanted and replaced to resolve the event, and the patient was stable. However, the patient reported having anxiety attacks as a result, because they are concerned regarding the performance of implantable pacemakers. Boston scientific technical services was contacted and assured the patient that the device safety architecture was working appropriately, and that therapy would have still been available even if the device was in safety mode. This crt-p is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes, and h11 (additional MFR narrative).

Event description:
It was reported that this patient experienced pounding sensations over the course of several days which escalated to syncopal episodes and subsequently presented to the emergency room. Upon interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. It was hypothesized that the device entering safety mode and the switch to unipolar sensing had resulted over-sensing and pacing inhibition. This device was then explanted and replaced to resolve the event, and the patient was stable. However, the patient reported having anxiety attacks as a result, because they are concerned regarding the performance of implantable pacemakers. Boston scientific technical services was contacted and assured the patient that the device safety architecture was working appropriately, and that therapy would have still been available even if the device was in safety mode. This crt-p was returned for analysis.